Event description:
It was reported that as the physician began to insert the dilator into the femoral vein, it began to bend, but the physician decided to continue with the insertion. The dilator was removed and the catheter was inserted. The physician tried to remove the guidewire; however, he could not get the guidewire out. The catheter and the guidewire were simultaneously removed, but half of the guidewire remained inside the patient. A tip of the guidewire could be seen outside the body, so the physician slowly removed the guidewire from the patient with his gloved hands. Another catheter was placed without event. The patient remains in the intensive care unit for other medical reasons. There were no reported patient complications.